Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient began experiencing the sensation in mid (B)(6) 2011. The patient did not recall if she had a fall or trauma at that area. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).